Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire was broken. Investigation was carried out to confirm the broken portion. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured. No abnormalities were presented. The cutting wire and the coated dimensions was inspected. The cutting wire was missing approximately 2.0 - 8.0 mm. The coated portion was missing approximately 4.0 - 8.0 mm. Other abnormalities were not found in the device. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, a likely mechanism causing the cutting wire breakage and missing might be the following. The cutting wire at a torn area of the coated portion came into contact with the distal end of the endoscope while the forceps elevator was raised. The output was activated in state of ¿1¿ description, and the cutting wire became hot instantly. This caused the cutting wire to break. The cutting wire was broken and fell off due to contact the metal part of the forceps elevator when extracting the device from the endoscope. The coated portion was missing since the cutting wire with the coated portion might have fell off. It has been confirmed that the tear of the coated portion of the cutting wire could duplicate by the following mechanism. The forceps elevator of the endoscope was raised. When the cutting wire deflects, the coated portion of the cutting wire and the metal part of the distal end of the endoscope come into contact. In state of description ¿2¿, the cutting wire was moved back and forth. This caused the coated portion of the cutting wire to tear. The slider was pushed more than needed. This caused the cutting wire to deflect. The above device handling has warned in the instruction manual.

Event description:
During a procedure, the junction area of three devices broke. The operation time prolonged, and the intervention was not completed. It was reported that the patient's hospitalization was extended. No further information was provided. Three devices were returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6) 2020, omsc found that the cutting wires and the cutting wire coatings of three devices were missing. This is the first one of three reports.